Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted & damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when withdrawing the device. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A non-bsc guide extension catheter was advanced. Subsequently, a 38 x 3.00 promus premier drug eluting stent was advanced to treat the lesion. However, the stent failed to cross the collar part of the guide extension catheter. The stent was then removed and the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A non-bsc guide extension catheter was advanced. Subsequently, a 38 x 3.00 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the stent failed to cross the collar part of the guide extension catheter. The stent was then removed and the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.